Event description:
Enterprise stent thrombosis. The pt was undergoing stent placement and coil embolization of the carotid syphone aneurysm. Stent thrombosis on aneurism not bleeding located in sx carotid syphone, occurred a few hrs later and another drug's therapy was started with agrastadt 22 c + 3000 u of heparin followed by 1000 u/h + 7 cc of agrastadt until 9 am of the day after the procedure. The pt's condition is stable without any clinical symptoms. Antiplatelet therapy was started one week before the stent implant. The double antiplatelet therapy was with flectadol 300 mg starting during the procedure, 3000 u of heparin, during the procedure used a hyper glide guidewire 4 x 15 and echelon 10, rt microcatheter with orbit coils placement and enterprise stent implant. Flectadol 200 mg and 2000 u of heparin were administered at the end of the procedure.

Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt.